Event description:
Customer reported that the sensor gave inaccurate readings. He stated that the sensor glucose reading was 40 mg/dl when the blood glucose reading was 130 mg/dl. He reported an inappropriate threshold suspend. Customer also reported calibration error alerts. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.